Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
(B)(4) - it was reported the patient¿s implantable neurostimulator (ins) ¿died in 2009 and it barely made it to a year.¿ it was noted the patient wanted the device system explanted at the time of report in order to undergo an MRI because she had ¿a blood clot and a heart attack a few months¿ after the ins system was implanted and she was ¿still having problems.¿ it was stated the patient was having an upcoming gall bladder surgery and the patient¿s physician told the patient he could ¿take the battery out of her abdomen when they do the gall bladder surgery.¿ the patient was redirected to her healthcare provider (hcp). A supplemental report will be filed if additional information is received. Please note the blood clot and heart attack issue was reviewed by the manufacturer¿s medical review specialist. It was concluded there was no allegation or suspicion that the issue was related to the patient¿s device system.